Event description:
It has been reported to philips that no recording was possible. There was no reported patient or user harm. The device was in clinical use. The field service engineer (fse) switched the system completely off then restarted it and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. System logs were read and confirmed that there was a ¿timeout establishing connection with the generator¿ malfunction at the time of the event. Troubleshooting identified that the generators had a synchronization problem with the host pc. The issue was resolved by switching off both main at the m-cabinet and mains power switch nf1 by the generators and switching them back on. A normal start-up was performed, and the system was functional. After this repair, the system was returned to use in good condition. The codes were updated based on the investigation outcome.